Manufacturer narrative:
The unit was received with a blank display due to a corroded battery tube. The unit was unable to perform the self test along with the operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests due to the blank display. The blank display also prevented the verification of the low battery alarm. The following physical damage was noted: minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump received a low battery alert less than a week from the time of the battery's insertion. No further details were provided. The insulin pump was returned and replaced.